Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis found the upper case broken and the lower case broken and contaminated. The ring cover was contaminated, the two side bail covers broken, the battery release and lead flex cover contaminated, the battery contacts compressed, one side bail missing, the keyboard pad had cosmetic damage and the battery drawer was broken. (B)(4).

Event description:
It was reported that the external pulse generator did not work. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).